Manufacturer narrative:
A field service engineer was dispatched on (B)(4) 2015. The fse replaced the I-6 peek tubing line and ran patients to adjust retention time. The retention time not changing on patients. The fse found customer using lot d column with lot f reagents. Customer will order new reagents and column lot and calibrators. Customer will then adjust retention time to fall in proper range. It was reported on (B)(6) 2015 customer installed correct column and reagents and is running fine. The g8 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was l-6 peek tubing was blocked. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015 a customer reported 150 grad sensor error and 102 high pressure error with the g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.